Event description:
Information received from the (B)(6) clinical database. It was reported that the patient had a left cavernous carotid pseudoaneurysm due to tumor invasion of nasopharyngeal carcinoma. It was reported that the patient underwent pipeline embolization treatment involving two pipelines (4.00mm x 18mm; 5.00mm x 16mm) and coils on (B)(6) 2012. A control angiogram revealed a mild endoleak within the proximal segment. A hyperform balloon was used to improve wall apposition (an option presented in the instructions for use, u.s.) Due to the size mismatch between the pipelines and some regions of inadequate wall apposition within the region of the carotid and proximal to the pseudoaneurysm. The endoleak still remains after the angioplasty; however, it was improved. There was some stagnant flow within the pseudoaneurysm, but it continued to fill. The patient suffered an ischemic stroke and became hemi-paretic on the right side and anisocoric. Subsequently, the patient expired 8 days post procedure. CT (computed tomography) scan demonstrated left sided cerebellar infarct and multiple small infarcts and subarachnoid hemorrhage. Same event as MDR# 2029214-2013-00838.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).